Event description:
It was reported by the surgeon that the product was used during a procedure. It was reported by the surgeon that pt was unaware of the product voluntary recall. It was reported by the surgeon that the pt was complaining of post operative pain and bloating. The surgeon performed an operative laparoscopy on healthy pt with pelvic pain. The findings were that the uterus was stuck to the anterior abdominal wall in the area of the previous ceasarean section scar. At the end of the procedure 200 ml of gynecare intergel was instilled into the peritoneal cavity. The surgeon was not aware that gynecare inergel had been voluntarily withdrawn from the market. The pt complained of postoperative bloating and was prescribed suppositories. Four days later pt stated that they were constipated and bloated and had significant abdominal discomfort. They had no fever. The following day, they were evaluated in the office. Their abdomen at that time was soft and diffusely tender but there was no rebound. The CT scan was negative. Following this they had a bowel movement and felt some relief. The surgeon plans to observe the pt. Additional info provided 5 months later noted that the surgeon wished to provide an update regarding this case. She reported that the pt's pain became unbearable, and that 5 months ago results of a CT scan were benign, with no bowel injury and no abcesses. The surgeon performed a repeat laparoscopy and rinsed and irrigated the "intergel" from the pt the following day. The pt remained in the hosp overnight for pain management of initial post-procedure abdominal wall/incisional discomfort. Afterwards, pt's pain resolved and they no longer experienced a global, diffuse, burning pain. Fourteen days later, there was an oozy drianage from the incision, and the pt was taken back to the or for wound exploration. The surgeon noted no fascial complications, but did note a subcutaneous seroma, which was located away from the incision. The wound was packed and closed with no further issues through the following month. The next month the incision split open, but had healed and closed again by 7 days later. The surgeon reports that the pt is physically ok as of the following month.